Event description:
It was reported that on (B)(6) 2012, the implantable neurostimulator (ins) was programmed and therapy and telemetry were working fine. One week later, the ins was in apparent overdischarge. The patient last felt stimulation on the morning of (B)(6) 2012, but had recharged the day before. The patient could not get past the "reposition antenna" screen after multiple attempts at using the antenna locate feature. A physician-mode-recharge was conducted and the device was brought out of overdischarge. The patient saw a power-on-reset (por) screen her recharger on (B)(6) 2012. The patient attempted to recharge the next day but could only get the poor communication screen. Two days later a manufacturer representative was unable to communicate with the ins with the clinician programmer, patient programmer, or recharger. Use of the antenna locate feature resulted in a por being displayed on the recharger, which then lead to the normal recharging screen. Impedances were within normal limits. Recharge statistics revealed at the last charging session the ins battery was very low and went into a no telemetry state, but perhaps was not overdischarged. Additional information received reported the battery was on, working, and charging fine. The reason for the por "in 10 days" was not clear. There were no further diagnostics or interventions planned or performed. The patient was reeducated on charging and was exercising the battery by charging it more frequently.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.